Manufacturer narrative:
(B)(4): evaluation results and conclusion: (endoleak); other: lack of info (aneurysm and vessel morphology were not reported, unk cause of event).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessels morphology were not reported. It was reported that the bifurcated stent graft (MFR report # 2953200-2010-01211) was positioned satisfactorily and when 1.5 stent rings were deployed, the stent graft partially unsheathed into the aneurysm. The physician attempted to re-sheath the stent graft, but it was not possible; therefore, the stent graft was fully deployed along with the contralateral limb and 2 aortic cuffs. A large junctional type iii endoleak was also noted between the first cuff (MFR report # 2953200-2010-01391) and the bifurcated graft. The decision was made to perform an open conversion. No additional clinical sequelae were reported, and the pt is fine. Please note that the device with catalog number axf3232w28axh is not marketed in the united states; however, it is similar to the device with catalog number af3232w28xh, which is marketed in the united states.